Manufacturer narrative:
Date of report: 05jun2019, date rec¿d by MFR:04jun2019 the se clarified that the cpu was initially suspected as being the problem but when the replacement cpu was installed the ventilator started to experience a different problem. The original cpu was re-installed and the vga board was replaced instead. Replacing the vga board resolved the reported problem. The faulty vga board has been disposed so it is not expected to be returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that during power up the ventilator was inoperable. No patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 03may2019, date of report : 31may2019. The service engineer (se) inspected the device. The se found the display was orange and unit is unable to boot up. The se replaced the central processing unit (cpu) board and the video graphic array (vga) board and the issue was addressed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.